Event description:
It was reported that the customer had a slight indentation on the top right corner of the lcd screen on the insulin pump. Customer's blood glucose level was 170 mg/dl. Customer has not been on this pump for sometime now. Customer stated that their blood glucose level was in the upper 500 mg/dl range last year around august. Customer stated that their blood glucose level was not going down even with insulin. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. Customer does not have sight and no one is home to assist them with verifying the pump serial number. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.